Event description:
Report receiced from hcp stating that at last two refills residual volume extracted from pump was 1/2 of blood at the end of aspiration. The pt's pump is refilled every 10 days. Follow up with hcp revealed pt experienced symptoms of periods of lethargy and periods of severe spasticity. The left side of their body has been "swelling" as well as their tongue. Pt has had no reported fever. Pt has been hospitalized the last few days. Pump residual was tested for csf and found to be negative. Pump is refilled every 10 days. A suplemental medwatch report will be filed when additional info is received.